Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The blood glucose value of 400 mg/dl and was admitted to the hospital for treatment. The customer reported symptoms of feeling sick, increased thirst, and vomiting. The customer was hospitalized for less than 24 hours in emergency medical services. The event involved product(s) mmt-1884, unomedical, unknown reservoir. The customer was treated with manual insulin injections and IV therapy. Ketone testing was performed and results were positive. The customer was using the insulin pump with the auto mode/smartguard feature active within 48 hours of the event. The customer declined troubleshooting. No harm requiring medical intervention beyond the reported hospitalization was noted. No pump damage was reported, and no product replacement or return is required for mmt-1884, unomedical, unknown reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- customer doesn't experience diabetic ketoacids as it was not met the criteria.